Event description:
Penumbra benchmark delivery catheter 5f advanced and stent would not deploy, removed and casing accordion shape and unable to thread. Next catheter advanced and piece broke off. Able to retrieve. FDA safety report ID# (B)(4).